Event description:
It was reported that the cadd pump showed a warning message that meant there was a high pressure and possible line blockage, however checked and no blockage existed. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. D4: product information and UDI is unknown. H4: manufacturing date is unknown. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records could not be completed as no item and lot number was provided by the customer.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.